Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive medium-large clip applier instrument to perform failure analysis. The instrument was found to have a bent grip, causing misalignment of the grips. There was a .046¿ offset at the tips. The grips did not show cracking damage. The components adjacent to this bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the instrument jaw hinge was inoperable on the medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The type of clip was a medium-large hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested. No clip applications occurred prior to the event. The customer used a backup clip applier.